Event description:
It was reported that a patient underwent a repair of right inguinal hernia on (B)(6) 2023 and suture was used. The patient was admitted to the hospital due to right oblique inguinal hernia, and received repair of right inguinal hernia surgery one day after admission. Aseptic technique was strictly performed before and during the surgery. Post-op, on the 5th day after surgery, the patient experienced inflammation. And wound secretion. The doctor found that the patient's surgical incision was red and swollen, and the skin of the surgical incision was opened with exudation and pus, so part of the suture was removed, and hydrogen peroxide was used to clean the surgical opening with aseptic dressing change and drainage. On the 12th day after surgery, the doctor found that the surgical incision was free of redness, less exudation, and no pus, the surgical incision healed well 9 days after continuous aseptic dressing change. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? On what tissue was the suture used/location of suture placement? Did the patient have a wound dehiscence? What tissue dehisced? How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure, if applicable. It was stated that the ¿skin of the surgical incision was opened¿. Does this mean the wound dehisced or did the surgeon open the patient¿s surgical incision? Were there any patient stress factors that precipitated the event ? Did the patient have an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.